Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to moisture damage on the force sensor resistor. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off nonpower test. No moisture damage was noted on the electronics assembly. The insulin pump was received with cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 218 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.